Manufacturer narrative:
The reported events of failure to sense and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Manufacturer narrative:
The reported events of failure to sense and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead exhibited a high capture threshold and a failure to sense at multiple sites. The lead was not used and was replaced. The patient was stable.